Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Relevant medical history includes chronic low back pain and spinal pain. The consumer reported being unable to charge and it was taking too long to recharge. It was reported that the recharger was unable to hold a charge and the patient keeps getting intermittent coupling boxes. The patient was currently just placing the antenna over the implant while sitting down in order to charge. Recharging best practices were reviewed and the screen reported poor coupling. It was reported that they were able to communicate with another external device. An antenna locate (al) feature was attempted but during the session, it was reported that the screen kept on going back to the charge your recharger screen. The green light was seen on the black box and the connector pin was not loose or bent. It was reported a power cord was needed. The recharger would not charge and there was a possible bad connector. No symptoms were reported. Additional information as received from a phone call with a family member of the patient on (B)(6) 2016. The family member stated that they believed that the ins inside the pocket moved and that was why the patient had been seeing coupling bars increase or decrease when the patient had been charging. The caller stated that the hcp had not been talked to about it and the allegation had not been confirmed by the hcp. It was the family member's observation. It was stated that since the patient was able to eventually get the coupling and get the device charge, they did not need to talk to the hcp about it. The family member stated that in their estimation the patient's device would need to be replaced due to normal use in another year or so which is why they could with this device moving issue for another year or so as well. It was asked if there was a plan to discuss these issues with the hcp, and the family member stated that there was not a plan to talk with the hcp and that they would keep charging as is.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.